Event description:
It was reported reprogramming was unsuccessful in recapturing right side and back stimulation. The pt was reprogrammed 10 days prior and effective coverage was obtained at that time. A CT scan was ordered to determine lead placement. F/u revealed the lead has not migrated. No further intervention has been determined at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.